Event description:
The customer reported elevated vitamin b12 result, above the normal reference range, for one patient, involving the access® 2 immunoassay system. The elevated result was released out of the laboratory. The customer stated there was no patient injury or change in patient treatment associated with this event. Subsequent testing of the patient's sample, on the same instrument, generated lower results. The laboratory protocol is to retest any patient result greater than 914 pg/ml. The patient's sample was collected in 5 ml lithium heparin plasma tube and centrifuged at 3,500 rpm (rotations per minute) for ten minutes at ambient temperature. The customer stated the sample was normal in appearance. Quality control (qc) and system check were within specifications at the time of the event. No system issues were reported. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) reviewed the instruments event log and noted that there were several ultrasonic errors at the time of the erroneous vitamin b12 results. The fse performed preventative maintenance (pm) before the planned schedule in an attempt to rectify any system issues. The fse replaced all peristaltic pump tubing and aspirate probes and performed maintenance on the wash buffer and precision pumps, as well as corresponding valves. The fse replaced all mixer pulleys, mixer belt and pinch roller assemblies. The fse cleaned the wash wheel, replaced the substrate probe, and verified the mixer speed and vacuum pump. The fse performed an incubator belt calibration and verified reaction vessel (rv) alignment through the incubator belt. The fse primed the fluidics 8 times to verify pump operation; no leaks were observed. The fse performed pipettor alignments and verified ultrasonics and adjusted the level sense voltage and high power voltage within specifications. The fse then performed system check which passed within specification. The customer performed quality control (qc) followed by precision test on vitamin b12, (B)(4); all test results passed within the acceptable range. The fse noted no instrument issues. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.